Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for investigation. Per the provided clinical information, the root cause of the positioning issue was most likely patient movement. The pump was pulled by the patient into the aortic arch as per the clinical description provided.

Manufacturer narrative:
The medical center discarded the impella pump at the time of explant. As such no benchtop analysis is possible. Upon completion of the investigation a final report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 68-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient inadvertently pulled on the pump which caused it to change position. The patient was taken to the or for a pump exchange.